Event description:
It was reported the patient is experiencing auto-reducing and is no longer receiving effective stimulation. Lead diagnostics revealed low impedances on two contacts and fluoroscopy showed the lead had migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the entire system. The ipg was electively replaced to take advantage of new technology.